Event description:
My son started proclear toric -omafilcon a- contacts mfg by coopervision. In (B)(6) 2011, he started receiving trial pairs. He was not fitted until (B)(6) 2011. He was dispensed contacts on (B)(6) 2012. He was wearing them and starting having problems. We went into the eye doctor and he stated it would take time getting used to the new contacts. So my son tried to get used to the contacts and continued trying to wear them. He wore them off and on for (B)(6) months. In (B)(6), he stated he was having a hard time seeing. I called an eye specialist in (B)(6) and it took three weeks to get an appointment. In (B)(6) 2012, I took him into an eye specialist. He sent me to a cornea specialist. He stated that the contacts caused my son's cornea to have permanent damage - swelling. My son is 95% blinded by the proclear toric by cooper vision. Lot #883293282694 and lot # 883293289723. I took him into another cornea specialist and he stated that the proclear toric reshape the eyes (cornea) and this should have been for several hours after wearing each time, but it has caused permanent change (reshaping) to his cornea. (B)(6) 2012, both specialists stated the same thing; there are no changes in swelling of cornea. Then on (B)(6) 2012, read on a web site that coopervision has posted and it states "proclear toric lens is not much different from an ordinary contact lens so far as the material it is made of is concerned permeable lenses. They do not have any ability to correct astigmatism, but their inflexibility makes, proclear toric, then reshape the eyes." Well the proclear toric -omafilcon a- soft contact lenses did reshape my son's eyes and for the worst. He cannot see.